Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that no insulin was seen exiting the cartridge. Reportedly, the pump supplies were changed to resolve the issue. Customer¿s blood glucose was 389 mg/dl.